Event description:
The customer reported the tech was having difficulty loading the aq2015a three piece silicone lens and two of the lenses were damaged during insertion before the third lens was successfully implanted. There was no injury to the patient. See MFR# 2023826-2014-00834 for the other lens. The reporter stated the event was due to a tech error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(4): evaluation results: visual inspection of the returned product showed a piece of the optic was torn off and missing and there was a clear surgical residue on the lens. (B)(4)